Event description:
It was reported that the insulin gauge was inaccurate with multiple cartridges. Additionally, it was reported that a cartridge alarm occurred during the load sequence with multiple cartridges. Customer's blood glucose level was 75-174 mg/dl. The customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Manufacturer narrative:
B4

Manufacturer narrative:
The failure investigation has been completed and the alleged cartridge alarm issue was verified. Based on the analysis, the alleged insulin gauge issue could not be verified.